Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpm's were out of specification on the low end. The motor was replaced and resolved the reported issue. Device has not been returned for regular pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the air dermatome handpiece unable to function during routine check. Investigation found the rpm's were low. No adverse event was reported as a result of this malfunction.